Event description:
A report was received that the patient will undergo ipg replacement due to unable to get it to work per the physician's assessment.

Event description:
A report was received that the patient will undergo ipg replacement due to unable to get it to work, per the physician's assessment.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement per physician's preference. Malfunction was not suspected. The explanted ipg was not returned to bsn as it was discarded by the medical facility.